Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device's navigation buttons operated intermittently. The device was not in patient use. The device's front panel/keypad led board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.